Event description:
Boston scientific received information that this right ventricular lead was identified as having an insulation break during the normal device changeout. The patient was noted as pacemaker dependent and the physician determined to surgically abandon this lead out of concern for pending conductor fracture. Lead measurements had otherwise been noted as within normal limits. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this lead will not be returned to boston scientific. If new information becomes available, this report will be further evaluated and updated.